Event description:
The customer reported to baxter (B) (4) of an overinfusion involving a basal/bolus infusor (product code j2c1955j) connected with a infusor pt control module watch (pca watch, product code 2c1079k). This was observed during the pt use, however, no pt injury or medical intervention was reported. The actual flow rate was unknown. The total fill volume was 36ml. The temperature and the height of the restrictor are unknown. The drug involved was droperidol, fentanyl citrate and lorfan. Baxter's pca watch product family are not stand alone devices; therefore, they must be used with an infusor and basal/bolus infusor set for therapy. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is still in process. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B) (4). This report is also a reference to medwatch report 6000001-2009-00659.